Event description:
It was reported that bd unknown intima leaked at catheter junction. The patient was admitted to the hospital on (B)(6) 2024 for an acute exacerbation of chronic bronchitis. Admission check t36.5 degrees celsius, p82, r20, bp145/86, 10:20 minutes, to give the patient intravenous fluids using closed intravenous indwelling needle, in 10 minutes after the placement of ward rounds found that the indwelling needle interface seepage, resulting in the drop of medication is not completed into the vein , the patient appeared anxious, the nurse immediately pulled out the needle to replace the new indwelling needle.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.